Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was experiencing high blood glucose of 518mg/dl. The customer changed the infusion set and her blood glucose dropped to 120mg/dl. However, the customer was concerned that the insulin pump did not alarm no delivery, and she declined further troubleshooting. No additional information was provided.